Event description:
It was reported the pt lost stimulation coverage to her right side. She reported she had a fall in (B)(6) 2012 and subsequently experienced the change in stimulation. Reprogramming was unsuccessful at resolving the issue. It was reported x-rays showed no lead migration. F/u indicated the pt was in the process of looking for a new pain physician. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.